Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.215 ng/ml versus expected < 0.012 ng/ml) when performing a trop precision test using a known troponin free fluid, high sample diluent b. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No higher than expected patient results were reported out of the laboratory as the customer performs vitros trop I es patient sample testing in duplicate. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a known troponin free fluid, high sample diluent b. The higher than expected result was obtained while performing a precision test, therefore the vitros eci immunodiagnostic system was not performing as expected at the time of the event. An ocd field engineer cleaned and replaced parts within the microwell incubator and performed subsystem adjustments to return the instrument to expected operation. Following these actions, acceptable vitros trop I es performance was observed. The root cause of this event is most likely instrument related.